Event description:
It was reported that following the implant of the implantable pulse generator (ipg) the patient developed a large hematoma, requiring surgical evacuation. Subsequently the patient presented with signs of a pocket infection. The organism was identified as (B)(6). The ipg system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m-58 lead, implanted: (B)(6) 1992. A 97740 neuro programmer. A 39286-65 pain stim lead, implanted: (B)(6) 2013. A 37702 pain stim ipg, implanted: (B)(6) 2013. (B)(4).